Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
The following incident was discovered during monthly maude review: "a minute piece of an anchor delivery system (ar-3638, lot 11339136) broke off in the patient." The FDA maude report does not contain reporter/facility name and/or contact information. Therefore, no follow up is possible. Report did not confirm if piece was located and accounted for.